Manufacturer narrative:
(B)(4) concomitant medical products: a 5fr long sheath (manufacturer unknown), a radifocus (terumo), a rim type angiographic catheter by cook, and a progreat (terumo, 2 marker), and an enpower dcb (lot unknown) were used for this procedure. Complaint conclusion: the complaint product was returned for analysis; however, the involved microcatheter had been discarded. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned, which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. As viewed through the returned packaging, it was found that the coil was received entangled and damaged. Due to post-procedural handling, cleaning, and packaging it cannot be determined how much coil damage occurred during the procedure. Located at the distal tip of the skive, the core wire protrudes through the sheath. There is no sheath damage at the protrusion site of the core wire. Located inside the green section of the introducer sheath is a kinked section of the core wire. Located 33.0 centimeters off the distal tip of the device positioning unit (dpu) is a kinked section of the core wire. It cannot be exactly determined when this unreported damage to the core wire occurred. Unreported damage to the resheathing tool of being severed into two pieces was found. The resheathing tools fracture is ductile in nature requiring external force. No material defects were found. It cannot be exactly determined when this unreported damage to the resheathing tool occurred. The tip coil section has compression and buckling damage. The proximal section of the coil was bent in multiple sections causing a loss of the secondary shaping. The remainder of the coil is undamaged. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured and the extended edge has been raised above the surface plane. The locking mechanism has compression and stretching damage. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coil encountering resistance during the initial insertion into the microcatheter, the resheathing difficulty and the coil damage was confirmed. The most likely primary contributing factor of the resistance may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have bent the core wire in multiple sections, produced multiple kinks to the tip coil section, caused the core wire to protrude outside the sheath, and caused proximal coil damage, and may have fractured the resheathing tool. In this condition the coil will encounter severe resistance during advancement and cannot be resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger. Caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ the secondary contributing factor to the coils resistance during the initial insertion into the microcatheter may have been the selection of a non-compatible microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿proper selection of the appropriately sized microcatheter is required to avoid damage to the codman microcoil system and to minimize potential complications. Microcatheter selection is also determined by the physician and is predicated by the location of the aneurysm, patient safety, and physician preference. The codman microcoil 18 system is compatible with microcatheters with inner lumen diameters ranging from 0.017 to 0.021 in (0.356 to 0.533 mm). Unless a new product model was introduced for use, the progreat microcatheter currently has two inner lumens outside this specification which are 0.022¿¿ and 0.025¿. The report incorrectly states an inner diameter of 0.021¿ which is contradiction of the progreat microcatheter product catalog (see product catalog attachment) in addition, without the return of the progreat microcatheter and the rhv used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. The coil damage may have occurred either during the first or second insertion of the coil into the microcatheter when looping of the coil was observed inside the hub to microcatheter junction. If this occurred, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿¿additionally, if the introducer tip and microcatheter hub are misaligned, damage may occur to the microcoil as it passes through this transition¿¿ since there was no evidence to suggest the event was related to a manufacturing issue, no corrective action will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization of the left interior iliac artery, there was resistance between the presidio (pc418124030/c28156) and non-codman microcatheter, the coil accidently looped inside the microcatheter hub during re-insertion, the coil was damaged, and the coil could not be re-sheathed. Initially, after the successful coil embolization of both superior and inferior gluteal arteries, the physician approached the microcatheter to the target internal iliac artery and implanted 2x presidio 18 coils (20mm, lots unknown). The presidio (pc418124030/c28156) was then chosen for implantation; however, although the physician was initially able to smoothly insert the presidio, he then immediately experienced resistance within the progreat 2 marker (terumo, 2.2fr/2.0fr, .021) it was withdrawn from the microcatheter and re-inserted after flushing inside the microcatheter, but this time the microcoil became accidentally looped inside the microcatheter hub. It was reported that there was a possibility that there might have been a gap between the introducer and hub. It was again withdrawn and re-inserted, but the friction became very severe. The physician tried to recover the presidio, yet it could not be re-sheathed, and the dpu protruded from the pre-score. It was reported that the coil appeared damaged, possibly due to the microcoil looping inside the hub. Another coil was used to continue the procedure, using the same microcatheter. The procedure was completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. There was no unintended detachment of the microcoil observed in the microcatheter. No further information was available.